Event description:
This lead was explanted and replaced due to twiddlers syndrome. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead in the cut areas. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.